Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited noise reversion episodes due to lead noise. The patient was brought into the clinic for further evaluations on (B)(6) 2019. The rv lead noise was reproducible with pocket manipulation. Programming changes were made. The patient was stable and will continue to be monitored.

Manufacturer narrative:
(B)(4).